Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user skipped the gas change, scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. Logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. During preparation of treatment for patient's left eye (os) the following warning message occurred: info patient bed position does not match with selected eye. It is not possible to see whether user corrected patient bed position or not in logfile. The treatment for the left eye (os) was performed successfully with two interruptions. The user has not performed an energy check before this patient. No technical problem can be identified during logfile review. During technical site visit, fse (field service engineer) performed system verification and concluded system meets specification as per sir (service installation record). No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Root cause could not be concluded conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an overcorrection in both eyes of a patient, after custom lasik surgery. There are two related reports for this patient. This report addresses the patient hs's left eye and another manufacturer report will be filed for the fellow eye.